Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During cannulation of the contralateral leg hole, the trunk-ipsilateral leg endoprosthesis was pushed up to advance the guidewire since the contralateral leg gate was slightly compressed due to aortic angulation. The final angiography revealed the left renal artery was partially covered by the device. An attempt was made to dilate the origin of the left renal artery using a percutaneous transluminal angioplasty balloon, which improved blood flow into the left renal artery. However, the additional treatment using the balloon led a proximal type I endoleak. The physician elected monitor the small proximal type I endoleak as well as type ii endoleak, the procedure was completed without further treatment. The patient tolerated the procedure.